Event description:
A customer observed a falsely elevated trop I result for a patient sample tested on the eci analyzer. The biased result was reported. The customer issued a corrected report after repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer follows testing algorithm a for troponin I as described in the instructions for use, but reported a flagged trop I result prior to retesting. Precision testing indicated the need for system cleaning. The customer performed necessary routine maintenance, which restored the system to expected operation. The root cause of the biased result is instrument-related. The root cause of the biased result being reported is user error.